Event description:
Boston scientific received information that this left ventricular (lv) lead had exhibited non-capture at maximum outputs post implant. It was determined that the lead had completed dislodged. The patient underwent a revision procedure and this lead was successfully repositioned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.